Event description:
During a hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostats. When the customer pushed the red trigger button, carbon dioxide came out, but no powder came out [unable to spray]. No section of the devices remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: for the first returned device, our laboratory evaluation confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. A hissing sound was observed when the activation button was pressed. The co2 cartridge discharged upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device did not spray as intended. The device was disassembled and powder was seen in the tubes between the powder chamber and on/off valve as well as the tube between the powder chamber and low pressure valve. The tubes were disconnected for removal of the powder and no clumps were observed. A visual inspection of the powder chamber cannula contained loose powder and the hole in the bottom of the powder chamber was found to be clear. The low pressure valve tube leading to the powder chamber was connected to the incorrect peg. To verify, the regulator and low pressure valve were leak tested and co2 was found to be exiting the low pressure valve through the peg without a tube attached to it. This indicates that co2 was not traveling into the powder chamber and through the device as intended. For the second returned device, our laboratory evaluation confirmed the report. All components were not included in the return (no catheters were returned), therefore, a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the co2 cartridge. When tested as returned, the device did not spray. A hissing sound was observed when the activation button was pressed. The co2 cartridge discharged upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device did not spray as intended. The device was disassembled and powder was seen in the tube between the powder chamber and on/off valve. The tubes were disconnected for removal of the powder and no clumps were observed. A visual inspection of the powder chamber cannula contained loose powder and the hole in the bottom of the powder chamber was found to be clear. The low pressure valve tube leading to the powder chamber was connected to the incorrect peg. To verify, the regulator and low pressure valve were leak tested and co2 was found to be exiting the low pressure valve through the peg without a tube attached to it. This indicates that co2 was not traveling into the powder chamber and through the device as intended. A meeting was held with manufacturing leadership concerning the tubing on the low pressure valves and were confirmed to be incorrectly manufactured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: it was confirmed that the device was unable to spray due to the tubing between the powder chamber and low pressure valve being incorrectly placed. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator-related complaint form was provided to production management to make them aware of an operator related complaint. A corrective action has been initiated concerning tubing being misassembled on the low pressure valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510 k: den170015. The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostats. When the customer pushed the red trigger button, carbon dioxide came out, but no powder came out [unable to spray]. No section of the devices remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.